Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Information for section a4 was not available. When information becomes available, a supplemental report will be filed. Updated section d6b for explant date.

Manufacturer narrative:
Included ni for relevant tests/laboratory data to indicate pending return of device for evaluation. Lot information is unknown. If additional information becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.